Manufacturer narrative:
Product analysis the device was returned with the balloon and distal section detached in the middle of the device markerbands are present in the balloon there is extensive bunching of the proximal section of the shaft medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was using an evercross pta balloon for treatment of the superficial femoral artery. A 5fr non medtronic sheath was used. A non medtronic inflation device was used with 50/50 contrast inflation fluid. The IFU was followed. No resistance met during advancement. It was reported this was a  pedal stick through a 5f sheath. Removal difficulties were met. The balloon was completely deflated. The balloon shaft broke in half when trying to remove. The device was removed  successfully in tandem without injury/intervention. The procedure was aborted. No patient injury.